Manufacturer narrative:
There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not explanted from the patient; therefore, the root cause of this event could not be investigated. In this case, there is insufficient information to conclusively determine the root cause for the reported stenosis. No further actions are possible.

Event description:
In this case, it was reported that the patient underwent valve-in-valve (viv) procedure in an existing edwards prosthetic mitral valve, after an implant duration of approximately 5 years due to mitral stenosis (ms). Per the op report, tee showed severe bioprosthetic ms with an ef of 40%. A 26 mm edwards sapien transcatheter heart valve was used to replace the bioprosthetic mitral valve. Tee evaluation revealed excellent valve position and function with no perivalvular leak. There was no ms or mitral regurgitation.